Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occlusion in a broviac catheter could not be confirmed due to the condition of the sample. The device returned (in relation to both complaint (B)(4)) was found to be one 4.2 fr s/l broviac catheter. Visual observation found that a segment of central venous catheter was returned containing a step down in tubing od, directly distal to the cuff. Neither the distal end nor the extension leg was returned. There was a large amount of brownish use residue on the cuff. What appeared to be an IV catheter or similar (of unknown origin) was inserted into the proximal end of the segment returned. An s-shaped split, mainly longitudinal in orientation, was found just distal to the step-down in od. This break is addressed in complaint (B)(4). However, functional testing found the device to be patent to infusion. Water flow occurred through both the split and the distal end. It was also patent to aspiration (when the split was submerged). No obstruction can be found currently in this device, but it is possible that the obstruction occurred in a part of the device not returned, or else the obstruction was cleared and/or otherwise corrected/addressed. The complaint therefore cannot be confirmed due to the condition of the sample. The nursing guide available online for hickman/leonard/broviac catheters gives instructions for troubleshooting for occlusion, aspiration difficulty, etc., and also catheter flushing recommendations, including flushing after each blood draw, medication infusion, or feeding infusion, flushing while not in use, and locking techniques. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the doctor found the catheter implanted via the left internal jugular vein on (B)(6) 2017, had been damaged and occluded on (B)(6) 2018. The doctor used a repair kit to repair the catheter. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the doctor found the catheter implanted via the left internal jugular vein on (B)(6) 2017, had been damaged and occluded on (B)(6) 2018. The doctor used a repair kit to repair the catheter. There was no reported patient injuiry.